Event description:
A catheter was either sheared or broken. The catheter was placed in the antecubital during surgery on a cardiac pt. The catheter was left indwelling for seven days when the nurse noticed that the catheter had broken. A cutdown procedure was performed and the catheter piece was retrieved with no pt harm.

Manufacturer narrative:
Method 38 - visual examination - sem scanning electronic microscope. 37 results-208, 200 - examination of catheter revealed a partial cut by scissors and pulled to failure. Conclusions - 79, 68 - the catheter was cut by scissors and pulled to failure. Examination of the returned novalon catheter with the sem found that the catheter appears to have been partially cut by a scissors and then pulled to failure. The more even surfaces in the sem microphotographs of the break are indicative of a cut. The crystalline appearance of the surface is consistent with a scissors cut which caused stress to the tubing. Also, the tubing appears to have been pinched which a scissors would do when cutting. Sem microphotographs to the tubing piece are attached. It appears that the catheter was pulled (too much handling due to it was placed into patient for 7 days) until rupture occur. Also this product (angiocath family) is normally used for a period of time into patient, from 48 to 72 hours max.